Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date [parent] (B)(6) 2022.

Event description:
Healthcare professional reported right side deflation. Later reported "capsular contracture, baker grade IV". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: visual analysis of the returned device identified: crease flat. Leak test and microscopic analysis was performed which identified: the unit does not leak; however, it is observed striated broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated broken on plug strap assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. Later reported "capsular contracture, baker grade IV". Device has been explanted and replaced.